Event description:
Per the audiologist's report, this pt fell and hit his head on a trampoline. After this incident, he could no longer hear. The device was reprogrammed,but, this did not restore hearing to the pt. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery plans have not been set at this time.